Event description:
It was reported that the right ventricular lead had a lead warning and multiple low impedance paces. The lead remains in use as the patient will be monitored closely. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.